Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer also experienced a high blood glucose of 430 mg/dl. Customer stated the no delivery alarm occurred during a manual prime. It was found the alarm was resolved by an infusion set change. The customer declined to troubleshoot at the time of the call. No additional information provided.